Event description:
The customer reported via phone call being hospitalized due to low blood glucose levels. The customer did not know the blood glucose reading. The customer complained of difficulty talking. The customer stated that she went to the couch, took a nap, and could not be woken up. Upon admission, she was treated with intravenous glucose and a manual injection via pen. She stated that she was wearing the insulin pump at the time of hospitalization. She was unsure whether the insulin pump had malfunctioned or if she did not remember how to set the device up.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.